Event description:
Multiday infusor containing adriamycin & vincristine was prepared on 7-13-98 and hooked up to pt. Then 24 hrs later at pt's return visit it was noted that the infusor was dripping chemo into the infusor chamber outside of elastomeric balloon. Approx 3-5 cc was contained within chamber. No chemo had escaped chamber yet. Pt was not exposed. Over next several days it was observed that infusor continued to leak, but it was not connected to pt any longer.